Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail, a call was made to the customer. The customer then reported, she was having issues with her insulin pump. She had to frequent battery changes and the device was will power down unexpectedly which will cause for her setting to be loss. Customer declined being transferred for troubleshooting assistance. Customer's blood glucose wasn't provided. The device is not being returned for analysis.